Event description:
The ge oec 9800 fluoroscopy system had a footswitch that would not operate.

Manufacturer narrative:
A ge oec service representative investigated and found a failure of the system foot switch. The footswitch was replaced. The system was tested after the foot switch replacement, and was operating as intended. The system was released to the customer for use. There was no adverse effects reported with respect to any patients. The facility would not provide any further patient information, and since there are redundant means to operate system, there was no adverse effect on patient care or workflow.